Manufacturer narrative:
D1 - brand name, d3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming error 1820. Batteries removed but pump continues to alarm. Batteries reinserted and pump rebooted. Settings reviewed. Program was lost. Pump was in intermittent mode and reservoir volume was 1 ml. Pump powered off and line clamped near port. This event occurred on 04-mar-2025 at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.